Event description:
A pt reported feeling a shocking and pulling sensation, along with an increase in the time it takes to charge. The pt reports that the shocking sensation occurs intermittently at a focal area at her back where she believes her leads are located. This sensation occurs whether the stimulation is on or off. A bsn representative analyzed the pt's database and obseved that the pulling sensation and associated shocks could be as a result of high impedances on contacts 7 and 8, which may be due to a strain on the pt's paddle lead. The pt's physician had recommended a pocket revision to relocate the pt's pocket site from the abdomen to the buttock site.